Manufacturer narrative:
The pump was not returned for evaluation. Examination of photographs of the pump taken after the pump exchange revealed a deposition situated in the outlet stator of the device. The structure of the deposition, a duration of time for which it was present in the pump, and its specific origin could not be conclusively determined based on the evaluation of the submitted photographs. Review of a submitted log file collected approximately 10 days prior to exchange revealed normal pump parameters with no adverse alarms present in the log file. A correlation between the device and the reported increase in the patient¿s lactate dehydrogenase level could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient underwent a pump exchange due to suspected pump thrombosis. The patient's lactate dehydrogenase level had increased to 1700 u/l, however, it was reported there were no elevations in pump powers. Thrombus was visualized inside the pump upon explant. No further information was provided.